Event description:
It was reported during the procedure that the lead was attempted but not used as the helix was not working properly. No patient complications were reported due to this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.